Manufacturer narrative:
Previously reported: the manufacturer received information alleging a battery depleted alarm occurred while the batteries were fully charged. There was no harm or injury reported. The ventilator was returned to the philips investigation lab (pil) for evaluation. The customer complaint was confirmed. The manufacturer lab reviewed the event log from the trilogy evo, australia device and there were error codes related to battery issues noted in the log. The lab then removed ac power and ran therapy on battery power until both the internal and detachable batteries were completely depleted to 0 capacity and then reapplied ac power and charged both batteries to 100% capacity without issue. The lab then reinstalled the batteries in the device, placed a red cap on the outlet port of the device and started therapy in CPAP mode at 25 cmh2o and after 10:55 minutes simulated a breath and the device started alarming for batteries completely depleted while the batteries were fully charged. The device then corrected itself and then would show the correct charge level of the batteries on the display. The lab concluded that this is a software issue with the device. The current software version is 1.06.05.00. The software will be upgraded to the newest version to address the issue. New information: correction to general information: become aware date, due date, box g: date received by mfg. Correction to box h: component code.

Event description:
The manufacturer received information alleging a battery depleted alarm occurred while the batteries were fully charged. There was no harm or injury reported. The ventilator was returned to the philips investigation lab (pil) for evaluation. The customer complaint was confirmed. The manufacturer lab reviewed the event log from the trilogy evo, australia device and there were error codes related to battery issues noted in the log. The lab then removed ac power and ran therapy on battery power until both the internal and detachable batteries were completely depleted to 0 capacity and then reapplied ac power and charged both batteries to 100% capacity without issue. The lab then reinstalled the batteries in the device, placed a red cap on the outlet port of the device and started therapy in CPAP mode at 25 cmh2o and after 10:55 minutes simulated a breath and the device started alarming for batteries completely depleted while the batteries were fully charged. The device then corrected itself and then would show the correct charge level of the batteries on the display. The lab concluded that this is a software issue with the device. The current software version is 1.06.05.00. The software will be upgraded to the newest version to address the issue.